Manufacturer narrative:
The investigation has been completed. According to the clinical information, it was reported that the patient had low platelets. The patient was provided one unit of plasma. The patient was then deemed unfit for surgery and an upgrade or switch. No swaps were made and the pump remained in the patient until they withdrew from care. No product was returned for a visual inspection. The cause of the issue could not be determined due to insufficient clinical details. Instructions for use for the related event are as follows: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The user facility reported a 66-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. It was reported that the patient had low platelets. The patient was provided one unit of plasma for high international normalised ratio and low platelets. Patient is stable post issue.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. No product was returned for a visual inspection. Data log analysis confirmed normal 5s parameters and a negative downward trend in the placement signal days before the placement signal unreliable alarm. This placement signal trend is consistent with sensor drift. The root cause of the issue could not be determined due to insufficient clinical details. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 product problem updated. B2 updated to death. B5 updated to include placement signal issue description and death. H1 updated to death. H6 updated to include death and placement signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2024-12286. B7 other relevant history, including preexisting medical conditions updated. D10 concomitant medical products and therapy dates updated. F6 and f8 should have been left blank in the initial report. G1 reporting contact email updated.

Event description:
The complainant also reported a placement signal unreliable alarm. Correct pump position was confirmed. Care was eventually withdrawn, and the patient expired.